Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured for right side." Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening and broken on posterior and radius side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedure, non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "ruptured for right side." Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "ruptured for right side." Device has been explanted and replaced.